Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number (B)(6)) was evaluated following the reported event of a no external power alarm. Review of the log file revealed on (B)(6) 2025, while connected to the mpu, brief low power hazard, power cable disconnect, and no external power alarms were active due to losses of ac power. The backup battery supported the pump as intended during the losses of power. Pump operation was not affected. No product was exchanged or returned for analysis. Per the provided information, the root cause for the reported event was due to an electrical power outage to the patient¿s home. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explain if there is a loss of power, transfer the patient from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the system controller¿s backup battery as a power source during ac power loss, as it will only power the pump for a limited amount of time and the pump will stop the heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient briefly lost power to their home during this event. The ebb fault alarms resolved on their own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were submitted for review and captured no external power events, low battery advisory / hazard events, and power save mode events. The log files captured a no external power alarm and multiple other associated alarm types while the patient was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events and the alarms resolved upon the mobile power unit regaining power.